Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported that the insulin pump alarmed motor error while priming and his blood glucose was high and had not been treated yet at time of call. The caller stated that his glucose level was 495mg/dl and the endocronologist helped him to program the settings into the insulin pump. During the call, the customer stated that he overtreated the night before and experienced low blood glucose of 49mg/dl; the customer treated with glucagon tabs and chocolate and went high and low because he did not how to use the back up plan. The customer stated that he had not programmed the sensor settings yet. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.